Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) stopped compression while using the autopulse li-ion battery (sn (B)(4)) was confirmed during the functional testing and the archive data review. The root cause was due to damaged temperature sensor on the battery management board most likely caused by a mechanical impact. During visual inspection, no physical damage was observed. No led lights were illuminated on the battery status indicator. During the initial testing, the returned autopulse li-ion battery failed to power on a known good autopulse platform and failed to charge in a known good multi chemistry charger. Review of the retrieved archive data revealed that on (B)(6) 2020 until the (B)(6) 2020 of the archive, battery recorded multiple temperature mismatch errors on thermistor #1 followed by a clock glitch and preserved mode during each customer's charged attempts. The root cause was probable due to a mechanical impact that damaged the temperature sensor. In addition, the archive data from autopulse platform (sn (B)(4)) revealed that the platform powered off using the battery (sn (B)(4)). Per zoll medical safety assessment, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4)) was used on a cardiac arrest patient and the platform initiated compressions successfully. However, the platform stopped compression when the tarp was pulled down. The crew immediately performed manual CPR while troubleshooting the observed issue. The autopulse platform resumed the compressions for few minutes and stopped again after removing.

Event description:
The autopulse platform (sn (B)(4)) was used on a cardiac arrest patient and the platform initiated compressions successfully. However, the platform stopped compression when the tarp was pulled down. The crew immediately performed manual CPR while troubleshooting the observed issue. The crew noticed that the tarp caught the lifeband clip and resulted in the lifeband to get dislodged. The autopulse platform resumed the compressions for few minutes and stopped again after removing and re-inserting the autopulse li-ion battery (sn (B)(4)). The crew resumed manual CPR for the rest of the call. A return of spontaneous circulation (rosc) was not achieved. The platform failure did not affect the patient treatment as manual CPR was initiated. After the call, the crew attempted to troubleshoot by inserting a new lifeband, however, upon power up, the platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. Back at the station, the user had difficulty in removing the battery from the platform. After the battery was removed, the battery status indicator illuminated 4 green led. Upon re-inserting the battery, the platform powered on and displayed ua 45. The user was able to clear the ua 45 by rotating the driveshaft to the home position. During testing with a manikin, the platform powered off on its own. The user replaced the battery and the platform performed compressions. During compression, the platform was tilted and displayed ua 2 (compression tracking error) followed by ua 45. No further testing was performed by the user. MFR 3010617000-2020-00804 references the autopulse platform used in this event.